Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV, with discomfort, "every day {pain} is less bearable and visually observed." The device remains implanted.

Manufacturer narrative:
Clarification to h1: death was inadvertently reported in previous submission. This event is classified as a serious injury.

Event description:
Patient reported left side capsular contracture, baker grade IV, with discomfort, "every day {pain} is less bearable and visually observed." The device remains implanted.

Event description:
The device has been explanted.